Manufacturer narrative:
(B)(4). B5: describe event or problem - correction.

Event description:
A transmitter voltage test was performed and failed.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A transmitter voltage test was performed and passed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter not working occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error. The probable cause was determined to be a transmitter failed error. The reported event of a transmitter not working is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.